Event description:
It was reported that the device was sent in for preventative maintenance. There was no patient involvement. During the investigation, it was discovered that the thickness control lever was loose. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: canada review of the most recent repair record determined the device continued to run after the safety was released, and the torque for the thickness control lever was loose. The motor, reciprocating arm, switch, plug harness, eccentric shaft, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.